Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. In this case, tee performed on 06/16/2016 revealed the origin of the leak was likely paravalvular. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, in which this patient has a history of. Other factors like annular calcification, technique, and anatomical factors can cause or contribute to pvl. In this case, the device was not returned to edwards for analysis as it remains implanted in the patient. At this time, edwards lifesciences in unable to conclusively determine the root cause of this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve is failing after an implant duration of one (1) year, one (1) month due to aortic regurgitation. The patient is being worked up for intervention, but the type of intervention nor the date for intervention remains unknown.

Manufacturer narrative:
Medical intervention was performed via an edwards valve-in-valve.